Event description:
It was reported that balloon material ruptured. A patient was presented with an inferior st elevation myocardial infarction and admitted. The tight ostial stenosed target lesion was located in the heavily calcified right coronary artery (rca). The target lesion was predilated with a semi compliant balloon and then a 3.0 nc balloon. Distal and proximal stent were placed. A 3.5 nc balloon was used to post dilate but balloon came back too far and new balloon was taken. A 3.50mm x 12mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During procedure, nc emerge balloon was delivered to the lesion. Balloon was inflated proximally, and at 18 atmospheres at most it burst. The patient had some brief st changes that resolved. On withdrawing, a slight resistance was felt and balloon popped out. On screening, it appeared like the markers were moving with the wire but with an odd haze in the proximal stent. The patient was stable and confirmed that the heparin was therapeutic. Several attempts were made to withdraw detached balloon. Cardiac surgeons were consulted. After trying various different techniques to trap/ free up the balloon with a guide catheter with the x-ray markings still attached to the balloon, it was decided to pull everything including the wire. On taking the x-ray markers and wire back and pulling out all of the equipment, physician checked at the kit that had been removed. The plastic from the balloon was not present and physicians tried looking inside the guide. A new catheter was taken to look at the right coronary artery again and a perfusion defect at the ostium was seen, it was assumed that this was the plastic from the balloon that ruptured. A significant amount of time was spent for re wiring and were unsuccessful. The patient had been on the table a long time and was kept informed, with timi 3 flow it was decided to stop. A heparin infusion was started, and the patient was transferred to ccu pain-free, and the ECG having settled.